Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported left side rupture and textured silicone implants. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, b.5., d6b., h4, h.6.

Event description:
Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture and textured silicone implants. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.